Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro had no co2 to the unit; the co2 was disconnected and co2 flow was verified and then reconnected; there was still no flow. A replacement device was used to complete the procedure.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed on the cannula handle as well as the c-ring. The btt was not returned for investigation. The c-ring was intact with signs of blood and tissue on the c-ring. The insufflation and scope wash tubing appeared to be attached to the inside of the cannula handle. No visual defects were observed. The cannula was evaluated for the proper flow of air flow through the distal insufflation tube using a calibrated "uson¿. A reference endoscope was inserted into a reference vv7 cannula and an air supply was connected to the distal insufflation tubing luer fitting. Air was passed through the insufflation port and was observed to flow freely through the distal port. To verify this, a pouch was sealed over the distal tip of the cannula. Air was passed through the cannula and the pouch was inflated. The air supply was stopped and the pouch stayed inflated. When gentle pressure was applied to the inflated pouch, the pouch deflated slightly, the air was turned back on and the pouch re-inflated. The test was then repeated for the reported cannula. The reference endoscope was inserted into the complaint device and evaluated for air flow. The device passed the air flow test. Calibration: test pressure: 0.2881psig, pressure error: 0.07psig, results: flow rate 175 sccm. Based on the testing results the values are within the calibrated range. Based upon the returned condition of the device and the results of the investigation, the reported complaint " improper flow or infusion" was not confirmed because the reported device was not returned.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro had no co2 to the unit; the co2 was disconnected and co2 flow was verified and then reconnected; there was still no flow. A replacement device was used to complete the procedure. There was no patient involvement.